Event description:
Related manufacturer reference number: 1627487-2023-03190. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 7795770. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Investigation was unable to determine which of the leads had high impedance.